Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, with the last 28-day average measurement being 80 ohms. The rv lead had exhibited multiple out of range shock impedance measurements of greater than 125 ohms in years past. The field suspects potential calcification, troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported.